Manufacturer narrative:
Correction: UDI inadvertently reported in model number field on the initial MDR. This device has no model number.

Manufacturer narrative:
Patient information was unavailable from the site. The instrument was returned to manufacturer. Analysis of the returned double spinous process clamp discovered that the retainer ring had been pulled from the tip of the adjustment screw and was missing. As a result, the adjustment screw could not open the clamp. Otherwise, the clamp was found to be in good working condition. Replacement of the clamp resolved the issue. No further issues were reported.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the washer on the double spinous process clamp came off and they had to pry it off the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.